Event description:
Surgeon pre-contoured plate at primary which weakened plate. Bone had not yet healed. The plate fractured at the first shaft screw.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided information states the surgeon pre-contoured the plate prior to insertion which weakened the plate at the first shaft screw location. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.